Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Additionally, the MFR notified the FDA (B)(4) recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On 03/17/2015, the voluntary recall was initiated and the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. The investigation is inconclusive for failure to fire, as the device could not be fully primed and fired during functional testing. However, the investigation is confirmed for a break, as the cannula hub was found to be broken. The root cause for this event was determined to be supplier related due to over-processed resin. This is a known issue for the identified product code/lot number combination. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound breast biopsy, it was difficult to press the bottom trigger to fire the needle into the lesion. The procedure was completed with another device. There was no report of pt injury.